Manufacturer narrative:
As noted in the IFU, failure to remove all fluid from the balloon prior to attempted removal may make it difficult or impossible to remove the catheter from the introducer sheath and/or vessel. Upon investigation of this incident and the returned device evaluation, it was determined the removal issue was likely due to use error; in which all fluid was not properly removed, causing the balloon material to bunch at the sheath and preventing removal of the catheter. Significant damage to the catheter shaft indicates excessive force was used during the attempted removal.

Event description:
Prytime is filing this report with an abundance of caution as the reboa catheter was present during a case in which surgical intervention was required after removal. The case involved a patient who was presented to the trauma bay after a motor vehicle collision with a tractor trailer. Per the reporting trauma surgeon, they placed an arterial line in the left groin and upsized the sheath in preparation for a reboa procedure. The catheter was placed in zone 1 and fully occluded for 1 hour and partially occluded for 15 minutes. There were no issues encountered during advancement of the catheter through the sheath, or during use of the catheter for the reboa procedure. Once the procedure was completed, the trauma surgeon reported difficulties during attempted removal of the catheter through the sheath. Removal was attempted three times where the catheter and sheath were eventually removed as one unit. After removal, the opening at the insertion site was sutured closed. After the vessel was repaired, an angiogram was performed and the patient "had good run off to ankle." Per the surgeon, the patient awoke the next morning and was following commands. At the time of the debrief call with the surgeon, it was reported the patient was alive and in ICU. There was no reported or alleged failure or deficiency of the prytime catheter or its labeling.